Manufacturer narrative:
The device was manufactured in 2008. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and did not reveal any particulate matter or other issues with the set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had particulate matter inside. The particulate matter was present in post-filtration solution that was collected in a closed system. The particulate matter was described as a "few (no more than five) visible white particles". There was no patient involvement. No additional information is available.